Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation and investigation findings: during the gross examination, the product evaluation team identified a partial delamination of the joint at the shell to patch juncture that measured approximately 5.7 cm in the patient¿s left device. The product evaluation team was unable to determine the cause of the delamination. Without the return of the patient¿s contralateral prosthesis, the product evaluation team was precluded from evaluating the device. Root cause: a root cause of the failure of the left device could not be determined. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Corrective action: because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption# e1999017. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with 650cc mentor memorygel breast implants experienced bilateral ruptures and capsular contractures (baker¿s grade unknown) post procedure. Additional information was received in mw5085282 and revealed that the silicone spread into multiple lymph nodes, was diagnosed with rheumatoid arthritis three years later, hlan27 positive, fibromyalgia, pituitary tumor, and kidney disease, failed adrenals). As a result, the devices were explanted. See 1645337-2019-18023 for contralateral prosthesis report. This report contains supplemental information for mentor asr/psr reference number (B)(4).